Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to high pacing, superior vena cava (svc) coil, and right ventricular (rv) coil impedances on the rv lead. Noise, short interval counts (sic), insulation damage, and a fracture were also noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.